Manufacturer narrative:
One expro elite snare was returned to vsi for evaluation. The loop section of the snare was separated from the device and not returned. The point of separation was a clean break in two separate locations on the loop just distal of the outer sheath when the loop is extended. The event description stated that while attempting to snare a stent the snare separated from the device. A manufacturing record review was completed and no nonconformances were found. A returned product evaluation was completed. The damage found is consistent with the pull force that exceeds the tensile strength of the device. The IFU warns, "exercise care while handling the snare during the procedure to reduce the possibility of accidental breakage, bending or kinking." The most likely root cause is damage during use.

Event description:
Physician had snared a stent and was attempting to withdraw the stent when the lasso on the snare separated from the device. Subsequently, a different snare was used to retrieve the broken lasso and the original stent. Procedure was done in the ir dept. No patient injury or impact reported.